Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that cause could not be established for this malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in nozzle. There was no patient involvement.